Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The device has been returned to the manufacturer. Additional information will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient had a tha with insignia stem with a 36mm biolox 7.5 head. The patient fell and a month later the head shattered." As per rep: I have an implant that I need to send back to stryker to be evaluated per surgeon. It is a shattered biolox 36 mm femoral head +7.5. The surgeon would like a full report.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a ceramic head was reported. The event was confirmed via mar. Method & results: -product evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar). This inspection indicated: {...}visual and stereo-microscope examination images shows the returned poly insert and pieces of the v40 ceramic femoral head. On visual examination, fracture of the femoral head was observed with two large pieces and five small pieces returned. The pieces showed a generally longitudinal fracture pattern. This type of pattern is created by hoop stress through the wedge effect of the stem trunnion. Image shows an overview image of the bearing surface of the v40 femoral head and x3 trident insert. Stereo microscope images of the proximal and distal surfaces of the poly insert. From visual inspection, yellow discolouration consistent with oxidation, possibly a result of synovial fluid absorption, was observed. Shows an area with explantation damage on the proximal surface of the insert as highlighted by an arrow. Shows areas of the insert with burnishing, scratching, third body indentations and embedded debris. Burnishing is caused by adhesive/abrasive wear of the insert against the femoral component. Scratching and indentations are caused by third body debris trapped between the insert and femoral component during articulating. Burnishing, scratching, third body indentations and embedded debris are consistent with commonly identified damage modes in uhmwpe inserts [2]. {...} dimensional & functional inspection: dimensional & functional inspections were not performed because the device was returned damaged. Material analysis: a material analysis has been performed. The report concluded: {...}review of delta v40 femoral head, catalogue # 6570-0-736, lot code 97436704 and trident x3 insert, catalogue # unknown, lot code unknown confirmed fracture. Characterisation using stereo microscopy confirmed the femoral head fractured in overload. No manufacturing or material related defects were observed on the device surfaces examined. {...} -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate 40 devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: as reported: "patient had a tha with insignia stem with a 36mm biolox 7.5 head. The patient fell and a month later the head shattered." A material analysis has been performed. The report concluded: {...}review of delta v40 femoral head, catalogue # 6570-0-736, lot code 97436704 and trident x3 insert, catalogue # unknown, lot code unknown confirmed fracture. Characterisation using stereo microscopy confirmed the femoral head fractured in overload. No manufacturing or material related defects were observed on the device surfaces examined. {...} no further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.